Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with multiple episodes of ams. Review of the episodes revealed atrial signals. Programming changes were made. The patient is doing fine.